Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago prior to the date the manufacturer became aware. Block d6b: explant date: 2024

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by facility.

Manufacturer narrative:
Correction to the initial MDR in block (d4): unique identifier (UDI).